Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited events untreated and treated of noise oversensing, leading to inappropriate electric shocks. Isometric testing was performed and the noise was reproducible in pri vector, but not sec vector. It was left in sec vector. An x-ray was performed and will be review. Possible causes were discussed. Currently, this product remains in service and no additional adverse patient effects were reported.